Event description:
It was reported that some parts were replaced in the barrel clamp that were potentially faulty and one of the pumps was giving an error related to the barrel clamp. Per reporter, the digital sensor readout in the biomed menu, the barrel clamp sensor constantly reads 1.291 inches regardless of the clamp's actual location, and the barrel when lifted pull was not connected to a slider pot. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: health effect: corrected. D9: date returned to mfg 7/09/2024. One device was returned for analysis. Visual inspection showed the device was in good condition. Review of the event history log (ehl) showed invalid syringe alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the size pot pin not being installed into the barrel clamp side. As a result, the barrel clamp was reassembled. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.